Event description:
During an in clinic follow-up, dehiscence of the device pocket was observed. The pocket skin was revised and device was explanted and replaced to resolve the event. The patient was in stable condition.